Event description:
It was reported that approximately one month post implant, the patient presented to the emergency room with chest pain. Electrocardiogram was consistent with pericarditis. The patient was admitted to the intensive care unit and medications were administered. The right ventricular (rv) lead remains in use. The event was considered resolved. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.